Event description:
The customer reported that the system experienced an immediate loss of system functionality and an un-commanded shut down. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The monobolock x-ray tube and cb4 circuit breaker were evaluated and identified as requiring replacement. The customer had declined further service at this time. No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l service info was provided.